Manufacturer narrative:
Product analysis: the product has been returned to medtronic's quality laboratory and continues to undergo analysis. Conclusion: at the conclusion of the analysis, a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information that this bioprosthetic valve was implanted 4 years and 2 months.

Event description:
Medtronic received information that 3 years post implant, this bioprosthetic valve was explanted due to the regurgitation and cuspal tear. It was reported that 2 months prior to explant, the patient fell from a ladder and landed heavily on the back. From that time on, the patient experienced anemia and blood transfusions were administered every 2 weeks. Echocardiogram revealed a cuspal tear. Due to the fragile annular tissue, the suture ring was left in place and cusps were excised. A mechanical valve was implanted in the suture ring of the mosaic. No adverse patient effects were reported.

Manufacturer narrative:
Correction: corrected implant duration. Medtronic received information that this bioprosthetic valve was implanted 4 years and 2 months.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection noted only the three excised leaflets were returned. All leaflets were slightly stiff but flexible. A tear along the lunula of one cusp appeared to have occurred during explant. The edges of the tear appear jagged not abraded or smooth. The reported cuspal tear cannot be determined due to the receipt condition. Host tissue was not evident on the leaflets. Radiography shows no evidence of mineralization on the existing excised leaflets. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive cause of the cuspal tear, hemolysis and anemia could not be determined based on the receipt condition. There was no evidence of calcification on the leaflets clinical observations could not be determined. A relation between the cuspal tear and the patient experiencing a fall on the back could not be determined; there have been no similar cases of this nature.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.